Event description:
One resolute integrity rapid exchange (rx) drug-eluting stent was implanted in the mid lad during the index procedure. Pre-dilatation of the lesion was performed, the lesion was reported to have no/mild calcification, tortuosity <(><<)> 45 and pre-procedure stenosis of 83.33%. The stent was implanted but it was reported that the stent failed to fully expand to its desired diameter. The stent was successfully post-dilated. No patient complications were reported and the patient was discharged the day after the index procedure. Please note that this device (B)(4) is distributed outside the united states; however it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
(B)(4) (procedural images or device was not received for evaluation), (root cause cannot be determined), inherent risk of procedure (incomplete stent apposition), (no device received for evaluation), no conclusion can be drawn.